Manufacturer narrative:
Device was received with a cracked battery tube threads and a cracked case behind the device near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 400 mg/dl/ customer did not mention any treatment and symptoms related to high blood glucose level. Customer stated that insulin pump had hairline crack on insulin pump. It was unknown whether the auto mode feature was on or not. The insulin pump will be returned for analysis.